Event description:
The device used was a mechanical ventilator. Manufacturer: breas. Model: vivo 45 ls. Serial number: (B)(6). The ventilator stopped operating while the patient was using it. Serious injury was avoided by the parents immediately delivering ventilation from a second mechanical ventilator. The parents reported observing the following events before the cessation of operation. A) "high patient air temperature" alarm. The parents reported that the air blowing from the device felt hotter than the ambient air temperature. B) the device delivered shallow and rapid breaths. The breaths were shallow enough to trigger the low tidal volume alarm. C) "internal function failure: 4" alarm displayed. The ventilator stopped after this alarm.